Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(4), during a transfemoral tavr procedure in the aortic position, bav was performed with a 20mm numed balloon and during the attempt to deploy the valve, the commander delivery system balloon did not inflate ¿at all¿ and it was thought to be ruptured. The delivery system with valve still crimped in place and esheath were removed as one unit. A new esheath was immediately inserted and a new valve was loaded onto a new delivery system. The valve was able to be deployed in optimal position without incident. The patient was discharged to the ccu in stable condition. The patient¿s minimum luminal diameter measured 6mm. The vessels were moderately tortuous and the physician did not report any difficulty with valve alignment.

Manufacturer narrative:
Additional information: the delivery system was not returned to edwards lifesciences for evaluation as it was discarded by the facility. No relevant imagery of the event was provided. During the manufacturing process, the entire delivery system undergoes multiple 100% inspections. The inflation balloons and crimp balloons are 100% visually and dimensionally inspected. Inspections are also performed of the following steps: the crimp balloon to inflation balloon laser bond, balloon pleat, fold, & forming, final inspection and the flex catheter and balloon catheter leak test. Additionally, the work order underwent product verification testing as a requirement for lot release. Five (5) lot samples were taken for functional and tensile verification testing. Of note, no failures occurred during product verification testing and the lot was released. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint a device history record (DHR) review performed revealed no issues that would have contributed to the complaint event. A review of lot history revealed no other complaints related to ¿delivery system ¿ leakage¿. Complaint data for the previous 12 months was reviewed (february 2017 through january 2018) for the commander delivery system (all models and sizes). Two (2) other complaint devices were returned and evaluated for this issue: one of the complaints is pending engineering evaluation. The second complaint was confirmed, but no manufacturing non-conformances that would have contributed to the complaints were identified. Available information suggested that the leakage found during visual and functional inspection likely occurred after valve deployment. Manipulation of the device during withdrawal or handling of the product during device return or during engineering evaluation may have resulted in the observed balloon shaft damage. In the case being investigated in this evaluation, the balloon did not inflate during the procedure. As such, the cases are unlikely to be related. A review of complaint data for january 2018 revealed that the complaint rate has not exceeded the control rate for the applicable complaint trend category (¿leakage¿). The instructions for use (commander delivery system with s3 IFU, ce) and the device preparation training manual and procedural training manual were reviewed for instructions or guidance for proper use of the commander delivery system. Based on the review of the IFU and training manual, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for ¿delivery system ¿ leakage¿ was unable to be confirmed, as no relevant photographs, videos, or imagery were provided. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, presence of a manufacturing non-conformance was unable to be determined. However, a review of the lot history, DHR, manufacturing mitigations, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. Without photographs, imagery, or the device itself, a definite source for the leakage cannot be determined. However, since the device was able to be successfully de-aired, it is likely that the leakage source was not present on the device out-of-box and was created during the procedure. The following patient and/or procedural factors can possibly contribute to delivery system leakage 1) the crimp balloon is torn and separates adjacent to the I/c bond (note: the complaint site reported that ¿during attempted valve deployment the delivery system balloon did not inflate at all and it was thought to be ruptured.¿). Potential root causes for separation of the crimp balloon material proximal to the I/c bond have previously been identified and documented in a pra. The pra demonstrated that performing valve alignment in tortuous anatomy (note: the patient was reported to have moderate tortuosity in the access vessel), could result in increased forces being applied to the bond area causing weakening/separation adjacent to the bond area. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment, which could lead to a tear in the inflation and crimp balloon bond. This was recreated in a previously performed engineering study, which demonstrated that residual volume in the inflation balloon during valve alignment can create high enough valve alignment forces to potentially cause a material failure in the area in question. Excessive manipulation of the delivery system during the procedure (e.g. During delivery system insertion/advancement or valve alignment) results in kinking or damage to the balloon shaft or balloon catheter bonds (i.e. Nose tip/inflation balloon, crimp balloon/balloon shaft). 3) kinking of the delivery system during insertion/advancement or improper insertion of the stylet or guidewire results in damage to the guidewire lumen. 4) calcification in the patient anatomy damages the inflation balloon and/or crimp balloon. As such, it is likely that patient/procedural factors contributed to the reported event. However, based on available information, a definite root cause cannot be determined at this time. No manufacturing or IFU/labeling inadequacies were identified. Available information suggests that patient/procedural factors contributed to the reported event. Review of complaint history for the month of january 2018 revealed that the occurrence rate for the trend category did not exceed the control limit. As such, no corrective or preventive action is required at this time.